Event description:
It was reported that the implantable cardioverter defibrillator exhibited far field oversensing causing inappropriate mode switch. Programming changes were performed. The patient was in stable condition.